Manufacturer narrative:
Section a4: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. The patient's weight should have been redacted in the initial report. Manufacturer investigation conclusion: review of the log file retrieved from the returned system controller confirmed low speed and pump stop events. The retrieved log file contained data from (B)(6) 2019 through (B)(6) 2020. The file captured normal pump operation until (B)(6) 2020 at 5:08:31 pm. At this time, a low speed event was captured with a speed reduction as low as 60 rpm (9140 rpm below the low speed limit) resulting in brief low speed hazard and motor stopped alarms. This event was also associated with a slight elevation in pump power of 7.1 watts. Following this event, the pump regained and maintained the fixed speed until 11:45:33 pm, at which time a second low speed event was captured, resulting in a pump stop. This event was associated with low speed hazard, low flow hazard, and motor stopped alarms. All of the observed events occurred while the patient was connected to battery power. Based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. Excluding the low speed and pump stop events, the pump operated above the low speed limit. Despite the observed alarms, the pump appeared to function as intended. The account reported that the patient contacted the vad coordinator with complaints of red heart alarms on the running system controller and pump stops. A manual examination of the driveline (dl) was performed and the patient was asked to raise his arms and turn his trunk, but the pump stops could not be reproduced. An x-ray was taken but showed no abnormalities. The patient¿s controller was ultimately exchanged, and the pump stops appeared to have resolved. The patient was discharged home. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. The hm ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced pump stops while connected to the system controller. The alarms also occurred while the patient was connected to batteries and to ac power supply. A manual examination of the driveline was performed as well as an x-ray. There were no reported abnormalities found on the driveline. The patient raised arms and turned trunk but no pump stops occurred. The patient's controller was exchanged and the pump stops were resolved. The patient was released home. No further information was provided. Controller exchange was reported in MFR number 2916596-2020-00627.